Manufacturer narrative:
The actual device was returned for evaluation and determined to be functioning according to product specifications. There was no evidence of dried fluid inside the cassette door or inside the pneumatic lines between the pump body and the hydrophobic filters. The cycler passed a mushroom head check. There were no abrasions on both mushroom heads. The simulated treatment was performed and completed without any failures or problems. There were no warnings or alarms during the simulated treatment. No fluid leaks in the test cassette. Initial visual inspection showed the front left of the heater tray was making slight contact with the cycler cabinet. However, the scale calibration check passed. Per the fmc pharmacovigilance physician: pt's call to tech support was regarding a drain problem during peritoneal dialysis; further info revealed a prior episode of peritonitis, according to the med records, possible colitis. There had been no reports of catheter or device malfunction prior to this call. This is a retrospective MDR being submitted by fresenius med care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.

Event description:
A peritoneal dialysis pt called from home to tech support requesting assistance locating a peritoneal dialysis clinic. Pt had traveled and was having drain issues. Pt mentioned recently resuming peritoneal dialysis after having peritonitis.